Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the device intermittently shuts off when the ac power module is removed and it is running on battery. There was no report of adverse patient impact.